Event description:
The powered echelon flex 45 stapler, while in use in the abdomen, was still attached to the abdomen and would not open. The manual override had to be used. It was taken off the surgical field and a new one was used.